Event description:
Patient reported right side rupture and textured to smooth implant exchange due to the concern of the product. Healthcare professional later reported "pain" and confirmed the event of rupture. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and textured to smooth implant exchange due to the concern of the product.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture and textured to smooth implant exchange due to the concern of the product. Healthcare professional later reported "pain" and confirmed the event of rupture. Device was explanted and replaced.